Event description:
The patient experienced acute pain and his legs were hurting him. There were coupling/communication issues. The ins has been dead for a long time. The last time stimulation was felt was over 12 months ago and the last successful recharge session was over 12 months ago. The ins was implanted incorrectly, at an angle, and one corner sticks out. The ins heats up while charging and becomes hot. He would like to have his ins reset to use it again. He has done the "jump start" to the ins in the past but has forgotten the sequence of buttons to push. It was later reported that the ins does not work and has not worked correctly since implant. It does not charge. He was told to "push the charger into my body harder." Additional information has been requested.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger change to . The following information was supplemental information received in 2012 and was added to more accurately depict the reported information: "the patient requested an appointment for help to get the stimulator reset in 2012 so that the patient could attempt to charge it again. The patient had trouble recharging and wanted an explant. It was reported that the patient could not take off of work and needed a saturday or sunday visit; therefore the patient had not made an appointment date yet. The manufacturer representative reported that they did not have any further information regarding this patient." Change. The representative also reported information in regarding this event. The patient code (B)(4) no longer applies. The device codes (B)(4) no longer apply.

Event description:
The patient requested an appointment for help to get the stimulator reset in 2012 so that the patient could attempt to charge it again. The patient had trouble recharging and wanted an explant. It was reported that the patient could not take off of work and needed a saturday or sunday visit; therefore the patient had not made an appointment date yet. The manufacturer representative reported that they did not have any further information regarding this patient. It was reported that the system did not do anything for the patient and did not help them. The patient reported that they had been having issues with programming their system and having it stay charged. The patient had not had it removed but still had the system implanted inside of them.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their device needed a jump-start prior to 2012 because they could not keep it charged, so the battery died. The patient mentioned that they have experiencing difficulty with charging ever since the first time they tried recharging the device. They stated that the charging has never worked right. The patient was told from doctors that they have to sit still for hours, and find the ¿secret spot¿ to get a connection with the recharger. The patient figured that it is useless to get their device jump-started again if they can¿t keep it charged anyway. The patient mentioned that there is not much more they can do at this point to resolve the issue.

Manufacturer narrative:
Lead model 39565-30, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Recharger model 37752, serial # (B)(4). Programmer model 37743, serial # (B)(4).